Event description:
It is reported that a customer passed out from having low blood glucose. The customer's current blood glucose level was 200 mg/dl at the time of the call. The customer was treated for the low blood glucose with food. The customer was informed that there could be many reasons for low blood glucose. The customer's insulin works as designed and is programmed correctly. The customer was advised to contact their health care provider about the low blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).